Manufacturer narrative:
Correction information was provided in h.11. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was provided in d.9., h.3., h.6 and h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half and only half of the lens was returned. The haptic is not broken. The cartridge was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a non-qualified cartridge, handpiece, and a non-qualified viscoelastic. The company lens model is only qualified for use in the company specific model cartridge. Only half of the lens as returned with an intact haptic. The root cause for the reported broken lens is most likely a failure to follow the IFU (instructions for use). The account used an unqualified lens/company combination. The IFU instructs: company foldable iols (intra ocular lens) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was broken in the cartridge. There was no patient contact and no patient harm.